Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead showed an increase in pacing impedances to high, within normal limit values. Additional information was received from the field mentioning that the patient thinks they received a shock while sleeping and the ICD has been recording low r waves and pacing impedances high, out of range. The ICD and the rv lead remain in service. No adverse patient effects were reported.